Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no other similar incidents reported. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported difficulties appear to be due to case related circumstances. It is likely that the patient morphology/pathology and user technique contributed to the reported difficulty. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for clip movement and worsening mitral regurgitation (mr), requiring intervention. It was reported that on (B)(6) 2019, the patient underwent a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. Patient anatomy included a prolapse of the anterior 3 mitral leaflet, related to a previous myocardial infarction. One clip was implanted and the mr was reduced to grade 1-2. On (B)(6) 2019, a transthoracic echocardiogram (tte) was performed and worsening mr was noted. On (B)(6) 2019, tte was performed and it was noted that the mr had worsened to grade 4. The clip remained attached to both leaflets, but had moved on the posterior leaflet. A second mitraclip procedure was performed on (B)(6) 2019. Pre-procedure echocardiogram noted that the clip remained attached to the posterior leaflet, but did not sufficiently grasp the leaflet. One additional clip was implanted and the mr was reduced from grade 4+ to grade 1-2+. No additional information was provided.